Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: had a severe reaction in 2001 also. The incision never healed, needed to be opened, the derma-bond dug out and stitched up. For at least 10 years afterward the incision area and surrounding skin would periodically welt up and itch and then recede. The patient told at least six people before my recent surgery, on the morning of my surgery and directly about adhesive allergy. This medwatch report is in response to receipt of a user facility medwatch: #mw5156754, attached. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. As the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent hip replacement surgery on an unknown date in 2024 and topical skin adhesive was used. Going on three weeks of lasting rash and blistering skin, severe itching from glue used in dressing over hip replacement surgery. After my surgery about the allergy to this product and it was used on me anyways despite me telling them of my previous allergic reaction. This was applied to patient's skin after a total hip replacement.